Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing on the atrial lead was observed. Noise on a lead in the past was also observed. Ventricular lead has insulation fracture at proximal end due to stress from previous implant technique. On (B)(6) 2021, both leads were capped and replaced. The patient was stable. Related manufacturer reference number: 2017865-2021-11226.